Event description:
Procedure type: lap right femoral hernia repair. Reportedly, the balloon did not deploy properly and upon removal, it separated from the sheath requiring manual retrieval. No patient injury was reported.

Manufacturer narrative:
.